Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f exoseal vascular closure device (vcd) it was reported "closed failed". There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when using a 5f exoseal vascular closure device (vcd) it was reported "closed failed". There was no reported patient injury. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted. Furthermore, an unknown procedure sheath was locked on the device, blood was noted in the procedure sheath, no damages were noted on it. The functional analysis was not performed since the device was received fully deployed. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The device was received used and fully deployed without the plug, however, without procedural images, the type of failure reported cannot be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Per the instructions for use (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.